Event description:
Arjo became aware of the event involving the citadel plus bed frame. The customer reported that when the patient was trying to stand up, lost his balance and sat back on the side rail. Due to that the side rail got damaged and partially detached. At that time the patient was assisted by 3 nurses who helped him to safely sit on the ground. We were informed that the patient had scratches on his back. However, the customer¿s staff was unsure if they were pre-existing or appeared as a result of the event.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition that was mechanically damaged (the 2 out of 4 screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instructions for use for citadel plus bed frame (IFU document number: 831.374_en rev. 11) state that "the caregiver should always aid patient in exiting the bed." In the complaint at hand 3 caregivers assisted the patient. The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. T the IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. To sum up, the side rail was mechanically damaged, the patient sat on it. Thus, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. The patient had scratches on his back, however, it is unknown if they were pre-existing or appeared as a result of the event.